Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted right ventricular (rv) lead implant procedure that there were difficulties retracting the helix screw when repositioned. The helix screw did retract but the physician was not able to get the helix to fully extend. A different lead was implanted successfully. No additional adverse patient effects were reported.